Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope was producing scope communication error code e216. The issue was found during preparation for use. There were no reports of patient harm. Related patient identifiers: (B)(6) for other devices experiencing this error.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was distorted during angulation but returned to normal. In addition to the reportable malfunction, the following were noted: the bending section was pierced or cut and led to water invasion, the bending section cover adhesive was peeling, and there was an electrical continuity error due to the leak. Additionally, there were non-olympus repairs made to the insertion tube, plastic distal end cover, and the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the a-rubber (bending section cover) had leakage and water invaded the subject device. It caused an abnormality in electronic components and the suggested event, error message e216, occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.